Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/20/2015.

Event description:
Procedure: esophagectomy. According to the reporter: a doctor tried to joint the anvil and the device but found they could not be connected properly. The configuration was misaligned and the joint was opened slightly. After the stapler and the anvil was set properly, the device could not be closed completely. By additional resection, the anvil was removed from patient. Another anvil was used and the operation was performed with no problem. Operating time was extended by more than 30 minutes. There was unanticipated tissue damage. There was no bleeding over 500cc or more. There was no reinforcement material used.